Event description:
The customer reported that the system intermittently failed to boot to a usable state or froze and locked up soon after booting. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. This did not resolve the alleged issue. A sbc upgrade was identified as being required to complete the repair. No conclusion can be drawn as conclusive repair information is unavailable at the time and no additional service information was provided.